Manufacturer narrative:
The exposed portion of the soft cannula was observed to be kinked. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. Although the cannula was damaged, the timing and cause of the damage is unknown. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. No other damages or defects were found that would contribute to the reported event

Event description:
It was reported the patients blood glucose level rose to 262 mg/dl while wearing the pod between 4 and 24 hours on the leg. As treatment, multiple boluses were given and manual injections using an insulin pen were also given.